Manufacturer narrative:
Model number/catalog number 72404155, serial number null, batch/lot number 1000417197, model/catalog description reservoir 65 ml pc/iz.

Event description:
It was reported that the patient developed a vascular necrosis of glans with an inflatable penile prosthesis (ipp) leading to an immediate explant procedure. The necrosis was a complication associated with the patient's diabetes mellitus, peripheral vascular disease and end-stage renal disease and the device did not case or contribute to the necrosis. There were no device malfunctions associated with the explanted ipp. The patient was said to be stable following the procedure.

Manufacturer narrative:
Product investigation completed. The cylinders were visually inspected and functionally tested. Both cylinders had leaks in the proximal cylinder body attributed to sharp instrument damage consistent with explant damage; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. The pump was visually inspected; no leaks were found. The pump was functional tested and failed the deflation tested which verifies fluid is moving from the cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed and 4psi of back pressure is applied on the cylinder. It took greater than 14 seconds to deflate from 20 psi to 4 psi; the specification is 14 seconds or less. Product analysis concluded these deflation issues could affect the functionality of the pump.the ams 700 flat reservoir was visually inspected and functionally tested. The reservoir passed within specifications and no malfunction was identified. Therefore, product analysis confirmed pump malfunction, but unable to confirm the reported allegation related to "vascular necrosis". The product analysis results and event report provided no objective evidence that would warrant further escalation model number/catalog number 72404155 serial number null batch/lot number 1000417197 model/catalog description reservoir 65 ml pc/iz.

Event description:
It was reported that the patient developed a vascular necrosis of glans with an inflatable penile prosthesis (ipp) leading to an immediate explant procedure. The necrosis was a complication associated with the patient's diabetes mellitus, peripheral vascular disease and end-stage renal disease and the device did not case or contribute to the necrosis. There were no device malfunctions associated with the explanted ipp. The patient was said to be stable following the procedure.